Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2015, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during anterior and posterior vaginal repair and obturator tape procedures performed on (B)(6) 2015 to treat urinary incontinence and pelvic organ prolapse. As reported by the patient's attorney, after the implantation, the patient had experienced an unknown injury. Boston scientific has been unable to obtain additional information regarding the event to date.